Manufacturer narrative:
Unit passed self-test and displacement test. No alerts/alarms/anomalies noted during testing. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thump. Successfully uploaded to carelink and generated reports. Pump properly paired guardian link 4 transmitter. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). No current code/category was not confirmed. No communication between pump and transmitter not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and transmitter, and the issue is with the pump. Also, the customer reported the change sensor, sensor updating, and the calibration was not accepted alert. The customer reported the blood at the site. The event involved product(s) mmt-7841zn, mmt-1884, and mmt-7040ma. Troubleshooting was performed, and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. Pump was in the process of making multiple attempts to re-establish communication with the transmitter. The customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor, but it was unknown whether the issue was resolved. No further patient complications were reported. No product return is required for mmt-7841zn and mmt-7040ma. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.